Manufacturer narrative:
Product analysis: the full lead was returned in segments, analyzed, and the inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a multiple episodes of oversensing were noted on the right ventricular (rv) lead. The lead was reprogrammed from tip to ring to tip to coil. Approximately one week later, a lead integrity alert (lia) was triggered for sensing integrity counter (sic) and high rate non-sustained episodes and oversensing continued. The physician opened the pocket and noted that the rv lead suture sleeve was sewn to the atrial lead, rather than the muscle fascia. Proximal rv lead manipulations resulted in oversensing on the analyzer. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.